Event description:
A revision surgery was performed to address two broken pedicle screws at s1 less than 5 months after installation. Per reporter, the pt was lifting heavy items at work and is obese.